Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis coma and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 380 mg/dl while wearing the pod between 5 and 24 hours on their abdomen. It was also reported that the patient went into a diabetic ketoacidosis coma. Further information is not available and the case will be updated if more information is made available.

Manufacturer narrative:
As the event has been retracted by the reporter and confirmed that there was no malfunction of the device; please consider this MDR ¿cancelled¿.

Event description:
It was reported the patient's blood glucose level (bg) rose to 380 mg/dl while wearing the pod between 5 and 24 hours on their abdomen. It was also reported that the patient went into a diabetic ketoacidosis coma. Further information is not available and the case will be updated if more information is made available. Update - during a follow-up call on (B)(6) 2024, the reporter stated to insulet there were no allegation of malfunction of the omnipod dash pod (lot pd1u06192311) nor of the omnipod dash pdm (sn (B)(6)) implicated in the incident, and that the complaint of ¿omnipod system - pod customer not sure delivering insulin ¿ is retracted. According to the reporter, the patient¿s mother stated to them that the patient is not following well her diabetes therapy, forgetting to program insulin when needed, eating too much sugar to correct hypoglycemia events and eating without informing her parents, leading to hyperglycemia events. Moreover, the reporter stated to insulet that the patient did not experience a ¿acetose coma¿ but a hyperglycemia with ketones, and had not required medical intervention nor hospitalization.